Event description:
The custmer's spouse called to report that the customer was admitted to the emergency room for low bgs. The contact stated that pt is still on the pump. The spouse indicated that earlier at night was not able to prime when pt's bgs went high. The cusotmer ate a conservative amount of ice cream and bolus 5.0u. Later customer stated that after they primed the pump during a set change, they saw insulin exit. The customer changed the site. Then they looked at the pump and it prompted pt to rewind the pump. They removed the reservoir and rewound the pump. The reservoir was placed back and primed again. The customer stated that they did not know if they were disconnected from the set when they did the second prime. The customer stated that it primed and then they did a fixed prime. Advised the customer to disconnect from the pump and to follow a back up plan.